Manufacturer narrative:
Updated conclusion code grid, component code grid, evaluation results code grid, evaluation method code grid.

Manufacturer narrative:
This is a correction report to provide updated institution information and update to contact office. (B)(6).

Event description:
It has been reported to philip the device will start up but doesn't go further then the blue screen.